Manufacturer narrative:
This supplemental report is submitted to provide additional information from the customer and applicable corrections.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: the device was not returned to olympus, but rather inspected onsite. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was not possible to judge whether the indicated phenomenon occurred due to a defect of the subject device as the subject device was not returned to the repair department and the condition of the product could not be confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, during a gastroscopy, which was performed to treat a bleed, a ¿damaged xenon lamp¿ was observed on the exisexera ii xenon light source. The procedure was completed with the subject device and there was no procedural delay. No additional treatment was necessary to stop the bleeding. The device was returned and inspected and it was determined the main lamp would not ignite. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and a preliminary inspection was performed. The preliminary inspection determined the main lamp would not ignite. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.